Event description:
A 56-year-old female with newly diagnosed glioblastoma (gbm) started optune gio (B)(6) 2026. On (B)(6) 2026, the patient¿s caregiver informed novocure that the patient had been admitted to the hospital on (B)(6) 2026, due to a surgical resection site infection requiring a surgical procedure for infection debridement. The patient was expected to remain hospitalized for an additional three days and temporarily discontinued optune gio therapy until removal of the post-surgical sutures. Multiple attempts were made to contact the prescribing physician; however, no reply was received.

Manufacturer narrative:
Novocure¿s medical opinion is that the contribution of the transducer arrays to the wound infection cannot be ruled out. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include prior radiation, underlying cancer disease and prior surgery affecting skin integrity.